Event description:
The following was posted on a social media site by the customer's boyfriend: my girlfriend of ten years had type 1 and got the pump. Two weeks after she got it, she was dead. Unable to follow up with the boyfriend as there was not enough personal identifying information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.